Event description:
A caller reported that the pump's wake button was difficult to press, causing the pump screen to remain dark and unresponsive unless plugged into a power source. There was no adverse impact on the customer's blood glucose level. The customer reverted to a backup insulin pump.